Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that had a bump in the area that was painful, tender and bruised. It was further reported that it was not possible to explant their icm due to scar tissue and the device "moves around". The icm remains in the patient. No further patient complications have been reported as a result of this event.